Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: the pump remains in use supporting the patient. Two system controllers were returned for evaluation. The reported events of low flow alarms were confirmed based on the information recorded in the log files. However, a specific cause for these alarms could not be determined. The data log file retrieved from the returned system controller serial number (B)(4) contained approximately 34 hours of events, where numerous low flow hazard alarms were recorded consistent with flow estimation values below 2.5 lpm. The investigation was unable to determine a specific root cause for the atypical low flow events recorded in the log file and a correlation between the events and the returned device was not identified. System controller serial number (B)(4) was also returned for evaluation. The reported event of low flow alarms was unable to be confirmed during analysis. The log file was retrieved from the returned system controller and the recorded data appeared to be corrupted. Further evaluation of the system controller revealed an internal issue with the printed circuit board (pcb). A corrective and preventative action was implemented to address the issue. The system controllers were functionally evaluated and the investigation determined that both system controllers operated as intended. A review of the device history records revealed that the pump and both system controllers met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was experiencing low flow alarms on her system controller that would resolve on their own. The vad coordinator (vc) stated that the patient experienced the same low flow alarms due to volume status and hypertension. The patient has a small left ventricle and is ¿small¿ in stature. The patient was reported to be asymptomatic.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that since implant, the patient has been experiencing audible and visual low flow alarms. The patient has a small left ventricle and is small in stature. The patient has had frequent low flow alarms due to volume status and hypertension. The patient was reportedly not symptomatic at this time and was eventually discharged; however, the patient continued to experience low flow alarms and came to the clinic for evaluation. The patient was clinically stable with a mean arterial pressure (map) of 82. The patient was adequately hydrated and felt dizzy at times. The system controller was exchanged and at that time, the alarms had resolved; however, approximately 10 days later the low flow alarms returned. Log files submitted to the manufacturer for review confirmed the low flow events.